Event description:
It was reported that during a Sleeve Gastrectomy, it was observed that the device did not fire farther after fired a little; and they could not open the jaw. As the tissue was cut off, removed the device from the patient through tissue gap. Suture was used to oversew. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(b)(4)Date Sent: 7/24/2026D4: Batch #UNKAdditional information was requested, and the following was obtained:1. Did the device deliver any staples?-Yes2. If yes, were the staples formed properly?-Unknown3. What was the appearance of the deployed staples (B-formed, malformed, goal post/legs straight)?-Unknown4. Were there staples missing from the staple line?-Unknown5. Did the device cut?-Yes6. If yes, was the cut line complete?-Yes7. If yes, was there any issue with the cut line-NO8. Was there any difficulty opening the device jaws?-Yes9. If yes, what steps were taken to open the jaws.-Unknown10. If the Jaws could not be opened, how was the device removed.-The tissue has been cut off, the device was removed directly.Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a Supplemental MedWatch will be sent.A manufacturing record evaluation was performed for the finished device LONG60A Lot number A97J0L and no non-conformances were identified.This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Ethicon, or its employees that the report constitutes an admission that the product, Ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.